Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis and a log file (9c231347) was downloaded. A review of the log file showed events spanning approximately 4 days ((B)(6) 2020 per timestamp). The events occurring on (B)(6) 2020 took place during lab testing at abbott. The log file did not show any events pertaining to the reported alarms. The driveline was disconnected on (B)(6) 2020 at 15:16:16 for a controller exchange. There were no notable alarms active in the log file. The system controller passed all preliminary and functional testing and was able to operate a pump for an extended period of time as intended. The reported event was unable to be reproduced during testing. Additional information provided on 09dec2020 stated that the backup battery faults were resolved with the controller exchange and that the patient is doing well. A root cause for the backup battery fault alarms was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications and was shipped on 01feb2018. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
One previous ebb changes reported under manufacturer report number (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported emergency backup battery (ebb) faults. There were no ebb faults on interrogation. The log files were downloaded and sent to abbott. If the alarms was verified to have returned it would indicate controller may be at fault. This would be the third ebb change. The clinical made the decision to change the controller. The alarms resolved with the controller exchange.